Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 25 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use the device had insufficient filling and the tube shot off."

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photographs from the customer; therefore, 20 retained samples were draw-tested. From this testing it was determined that all 20 tubes drew within specification. During the draw testing none of the tubes pushed off the needles. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 25 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use the device had insufficient filling and the tube shot off."